Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 530 mg/dl with large ketones. Cause of elevated bg was unknown. Bg was treated with a bolus via the pump and manual injection. The customer was instructed to consult with the healthcare provider regarding bg level. System check could not be performed as the issue occurred in the past.